Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands would not deploy. There was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. Reportedly, earlier in the setup process, the physician removed the ligator shrink wrap prior to securing the ligator head on the scope, which is earlier than what is instructed in the device instructions for use. There were no patient complications reported as a result of this event.